Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
It was reported that a CT lucia 602 lens rotated 90 degrees after being implanted using the yamane technique, which is an off-label implantation method. Furthermore, the lens was implanted using a non-zeiss cartridge and inserter. The rotation was seen at 1 week post operation. The surgeon performed a laser lock technique to reposition the lens in a 2nd surgery, avoiding explantation.